Manufacturer narrative:
The insulin pump was received with all buttons functioning properly; however, moisture damage was found on the keypad traces. The unit functioned properly during an alarm test, and no alarm or damage inside pump was noted. No unprompted ramping numbers or moving scrolling bar anomaly was noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that the insulin pump had ramping numbers and an unresponsive keypad. The blood glucose reading was 186 mg/dl. The customer's mother stated that the scroll bar moved without any input. She noted that she had changed the battery and received an alarm prior to having the keypad issues. Advised that the up or down button may have been stuck and that the insulin pump experienced an unexpected restart. Advised replacement of the insulin pump. Nothing further reported.